Manufacturer narrative:
The customer provided examples of four offline channels. A spacelabs healthcare product support specialist (pss) remotely connected to the customer's xhibit telemetry receiver (xtr) system and collected logs to be reviewed as part of this investigation. Pss reviewed the logs and found that all four identified channels are hosted by the same receiver. The logs also showed evidence that this receiver experienced network disconnects on (B)(6) 2022. When pss contacted the customer to share investigation findings, the customer stated that the reported problem was no longer present. This report is complete, and the issue is considered closed.

Event description:
Spacelabs healthcare was notified that all 15 telemetry beds connected to the xhibit telemetry receiver (xtr) system are going offline intermittently. There is no patient harm reported with this event.